Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation reviewed the data provided by the customer: the calibration trace shows failed calibrations on 25-apr-2026, consistent with wrong calibrator handling; the succeeding calibrations were acceptable the qc trace is acceptable; a reagent issue is unlikely. The alarm trace shows many abnormal aspiration alarms, indicating poor sample handling/pre-analytical issues the initial result's reaction monitor shows evidence of contamination, while the repeat result shows a typical kinetic reaction. The investigation is ongoing.

Event description:
The initial reporter received a questionable triglycerides assay result for one patient's sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 4.24 mmol/l. The repeat results from another cobas analyzer were either 0.913 mmol/l or 0.91 mmol/l.